Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected. Customer blood glucose value was unknown at the time of the incident. Customer reported that the pump from the power supply error, it was now off no longer turns on. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Pump error 25 not confirmed.